Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device began alarming continuously, waking the patient and notifying the patient's caregiver (mother) that there was an issue. It was then that they observed that the device was not delivering any pressure to the patient (i.e. No ventilation output), and that its lcd touchscreen appeared completely black. In this state, the device would be inoperative. There was patient involvement associated with the reported event. The patient was placed on their other ventilator for support. The patient remained stable throughout the reported event.